Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), device breakage ('essure was fragmented') and device dislocation ('the essure was not in the correct position in the patient´s fallopian tube (close to perforating internal organs)') in a 30-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (3 pregnancies) and parity 3 (high risk (due to hypertension)). Denies smoking and drinking. Concurrent conditions included hypertension (since she was 16). Family history included hypertension ((mother)). Concomitant products included amlodipine besilate (besilato de anlodipino), clonidine (clonidina), hydrochlorothiazide (hidroclorotiazida) and losartan potassium (losartana potassica) for hypertension as well as acetylsalicylic acid (aas), clonidine hydrochloride (atensina), hydralazine hydrochloride (hidralazina clorhidrato) since (B)(6) 2019, isosorbide dinitrate (isordil) since (B)(6) 2019, isosorbide mononitrate (monocordil) since (B)(6) 2019, propranolol and spironolactone (espironolactona). In (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced abdominal pain ("twinges"). On (B)(6) 2013, the patient experienced pelvic inflammatory disease (seriousness criteria hospitalization and intervention required). On (B)(6) 2016, the patient experienced pelvic pain ("pain in the pelvic area (right and left)"). In 2017, the patient experienced peripheral swelling ("leg swelling / swelling of the lower limbs"), the first episode of headache ("headache with scotomas") with visual field defect, dizziness ("dizziness"), polymenorrhagia ("hyperpolymenorrhea (increased flow and frequency of menstruation)"), dysmenorrhoea ("dysmenorrhea"), vulvovaginal pruritus ("vaginal itching") and diarrhoea ("sporadic intermittent diarrhea associated with menstrual flow"). On (B)(6) 2019, the patient experienced major depression ("major depression / panic (suspicion)"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), uterine pain ("perforation sensation in the uterus"), abdominal pain lower ("heavy colics in the lower abdomen"), breast pain ("mastalgia"), abdominal distension ("distension"), oedema ("oedema"), menorrhagia ("increased menstrual flow / intense menstrual flow / 15 days in menstrual period"), menstrual disorder ("menstrual period with clots"), the second episode of headache ("intense headaches"), pain in extremity ("leg pain"), paraesthesia ("tingling"), tremor ("tremors"), back pain ("lumbar pain"), fatigue ("fatigue"), loss of libido ("lack of libido"), dyspareunia ("pain during intercourse"), coital bleeding ("bleeding during and after intercourse"), uterine enlargement ("uterine swelling"), arthralgia ("pain in the articulations"), mood swings ("constant mood swings"), alopecia ("loss of hair"), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("fluid in abdomen"), pain ("generalized pain"), vaginal discharge ("strong smell due to vaginal fluid / yellow and fetid discharge with blood"), anxiety disorder ("anxiety disorder"), nervousness ("nervousness"), stress ("stress"), cerebrovascular accident ("3 episodes of stroke"), psychotic disorder ("outbreaks (seing figures/shadows)"), fear of death ("fear of death"), crying ("crying"), asthenia ("asthenia"), anhedonia ("anhedonia"), decreased appetite ("hyporexia") and sleep disorder ("altered sleep"). The patient was hospitalized from (B)(6) 2013 to (B)(6) 2013. The patient was treated with clindamycin hydrochloride (clindamicina), codeine phosphate;paracetamol (paco), doxycycline (doxiciclina), fluoxetine hydrochloride (cloridrato de fluoxetina), haloperidol (haldol), hyoscine butylbromide (buscopan), nystatin (nistatina), tramadol and zolpidem. Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, abdominal pain lower, breast pain, abdominal distension, oedema, menorrhagia, menstrual disorder, the last episode of headache, peripheral swelling, pain in extremity, paraesthesia, tremor, back pain, pelvic pain, abdominal pain, fatigue, loss of libido, dyspareunia, coital bleeding, uterine enlargement, arthralgia, mood swings, alopecia, adenomyosis, intra-abdominal fluid collection, pain, vaginal discharge, anxiety disorder, nervousness, stress, psychotic disorder, fear of death, crying, asthenia, anhedonia, decreased appetite, sleep disorder, major depression, dizziness, polymenorrhagia, dysmenorrhoea, vulvovaginal pruritus and diarrhoea had not resolved. The reporter provided no causality assessment for cerebrovascular accident and dizziness with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, alopecia, anhedonia, anxiety disorder, arthralgia, asthenia, back pain, breast pain, coital bleeding, crying, decreased appetite, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, fear of death, intra-abdominal fluid collection, loss of libido, major depression, menorrhagia, menstrual disorder, mood swings, nervousness, oedema, pain, pain in extremity, paraesthesia, pelvic inflammatory disease, pelvic pain, peripheral swelling, polymenorrhagia, psychotic disorder, sleep disorder, stress, tremor, uterine enlargement, uterine pain, vaginal discharge, vulvovaginal pruritus, the first episode of headache and the second episode of headache to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on an unknown date: the essure was not in the correct position (the device was on verge of perforating the internal organs). Blood pressure measurement - on (B)(6) 2013: 200 x 140 mmhg. Blood test - on (B)(6) 2013: no alteration and no inflammation;; on (B)(6) 2019: hiv - no reagent; syphilis - no reagent;. Electrocardiogram - on (B)(6) 2017: sinus rhythm without arrhythmias; on (B)(6) 2019: regular sinus rhythm, slight diffuse changes in vascular repolarization. Physical examination - on (B)(6) 2013: painful abdomen and negative blumberg hypogastrium, avf uterus. Diagnostic: acute pelvic inflammatory diasease; on (B)(6) 2013: breasts: symmetrical without nodulations; abdomen: pain on palpation of hypogastrium. Ultrasound kidney - on (B)(6) 2019: no signs of secondary hypertension. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), device breakage ('essure was fragmented') and device dislocation ('the essure was not in the correct position in the patient´s fallopian tube (close to perforating internal organs)') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida (3 pregnancies) and parity 3 (high risk (due to hypertension)). Denies smoking and drinking. Concurrent conditions included hypertension (since she was (B)(6)). Family history included hypertension ((mother)). Concomitant products included amlodipine besilate (besilato de anlodipino), clonidine (clonidina), hydrochlorothiazide (hidroclorotiazida) and losartan potassium (losartana potassica) for hypertension as well as acetylsalicylic acid (aas), clonidine hydrochloride (atensina), hydralazine hydrochloride (hidralazina clorhidrato) since (B)(6) 2019, isosorbide dinitrate (isordil) since (B)(6) 2019, isosorbide mononitrate (monocordil) since (B)(6) 2019, propranolol and spironolactone (espironolactona). In (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced abdominal pain ("twinges"). On (B)(6) 2013, the patient experienced pelvic inflammatory disease (seriousness criteria hospitalization and intervention required). On (B)(6) 2016, the patient experienced pelvic pain ("pain in the pelvic area (right and left)"). In 2017, the patient experienced peripheral swelling ("leg swelling / swelling of the lower limbs"), the first episode of headache ("headache with scotomas") with visual field defect, dizziness ("dizziness"), polymenorrhagia ("hyperpolymenorrhea (increased flow and frequency of menstruation)"), dysmenorrhoea ("dysmenorrhea"), vulvovaginal pruritus ("vaginal itching") and diarrhoea ("sporadic intermittent diarrhea associated with menstrual flow"). On (B)(6) 2019, the patient experienced major depression ("major depression / panic (suspicion)"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), uterine pain ("perforation sensation in the uterus"), abdominal pain lower ("heavy colics in the lower abdomen"), breast pain ("mastalgia"), abdominal distension ("distension"), oedema ("oedema"), menorrhagia ("increased menstrual flow / intense menstrual flow / 15 days in menstrual period"), menstrual disorder ("menstrual period with clots"), the second episode of headache ("intense headaches"), pain in extremity ("leg pain"), paraesthesia ("tingling"), tremor ("tremors"), back pain ("lumbar pain"), fatigue ("fatigue"), loss of libido ("lack of libido"), dyspareunia ("pain during intercourse"), coital bleeding ("bleeding during and after intercourse"), uterine enlargement ("uterine swelling"), arthralgia ("pain in the articulations"), mood swings ("constant mood swings"), alopecia ("loss of hair"), adenomyosis ("suspicion of adenomyosis"), intra-abdominal fluid collection ("fluid in abdomen"), pain ("generalized pain"), vaginal discharge ("strong smell due to vaginal fluid / yellow and fetid discharge with blood"), anxiety disorder ("anxiety disorder"), nervousness ("nervousness"), stress ("stress"), cerebrovascular accident ("3 episodes of stroke"), psychotic disorder ("outbreaks (seing figures/shadows)"), fear of death ("fear of death"), crying ("crying"), asthenia ("asthenia"), anhedonia ("anhedonia"), decreased appetite ("hyporexia") and sleep disorder ("altered sleep"). The patient was hospitalized from (B)(6) 2013 to (B)(6) 2013. The patient was treated with clindamycin hydrochloride (clindamicina), codeine phosphate;paracetamol (paco), doxycycline (doxiciclina), fluoxetine hydrochloride (cloridrato de fluoxetina), haloperidol (haldol), hyoscine butylbromide (buscopan), nystatin (nistatina), tramadol and zolpidem. Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, abdominal pain lower, breast pain, abdominal distension, oedema, menorrhagia, menstrual disorder, the last episode of headache, peripheral swelling, pain in extremity, paraesthesia, tremor, back pain, pelvic pain, abdominal pain, fatigue, loss of libido, dyspareunia, coital bleeding, uterine enlargement, arthralgia, mood swings, alopecia, adenomyosis, intra-abdominal fluid collection, pain, vaginal discharge, anxiety disorder, nervousness, stress, psychotic disorder, fear of death, crying, asthenia, anhedonia, decreased appetite, sleep disorder, major depression, dizziness, polymenorrhagia, dysmenorrhoea, vulvovaginal pruritus and diarrhoea had not resolved. The reporter provided no causality assessment for cerebrovascular accident and dizziness with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, alopecia, anhedonia, anxiety disorder, arthralgia, asthenia, back pain, breast pain, coital bleeding, crying, decreased appetite, device breakage, device dislocation, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, fear of death, intra-abdominal fluid collection, loss of libido, major depression, menorrhagia, menstrual disorder, mood swings, nervousness, oedema, pain, pain in extremity, paraesthesia, pelvic inflammatory disease, pelvic pain, peripheral swelling, polymenorrhagia, psychotic disorder, sleep disorder, stress, tremor, uterine enlargement, uterine pain, vaginal discharge, vulvovaginal pruritus, the first episode of headache and the second episode of headache to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on an unknown date: the essure was not in the correct position (the device was on verge of perforating the internal organs). Blood pressure measurement - on (B)(6) 2013: 200 x 140 mmhg. Blood test - on (B)(6) 2013: no alteration and no inflammation;; on (B)(6) 2019: hiv - no reagent; syphilis - no reagent;. Electrocardiogram - on (B)(6) 2017: sinus rhythm without arrhythmias; on (B)(6) 2019: regular sinus rhythm, slight diffuse changes in vascular repolarization. Physical examination - on (B)(6) 2013: painful abdomen and negative blumberg hypogastrium, avf uterus. Diagnostic: acute pelvic inflammatory disease; on (B)(6) 2013: breasts: symmetrical without nodulations; abdomen: pain on palpation of hypogastrium. Ultrasound kidney - on (B)(6) 2019: no signs of secondary hypertension. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.